Event description:
The customer reported that while the unit was in use on a pt, the unit's motor slowed down and the unit began to vibrate. Then the unit displayed an "electrical test fails, code #50" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.